Manufacturer narrative:
Correction: h.6. (Device component code); h.10. Plant investigation: a visual inspection of the returned cycler exterior showed heater tray damaged (paint). There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good front panel display was installed and the display became operational. A broken back light on the front panel display was encountered. The touchscreen test passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a broken back light on the front panel display.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a cycler screen that was blank during step 7 of setup. The patient pressed ok, stop and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. According to the contact, they performed a reboot but the cycler screen remained blank. The fresenius technical support representative advised the patient that a new cycler would be sent to them. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on the cycler the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: b.5.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a cycler screen that was blank during step 7 of setup. The patient pressed ok, stop and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. According to the contact, they performed a reboot but the cycler screen remained blank. The fresenius technical support representative advised the patient that a new cycler would be sent to them. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on the cycler the day of the reported event. The cycler was returned for investigation and the reported issue was confirmed and the cause was determined to be a broken back light on the front panel display.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touch screen test passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a cycler screen that was blank during step 7 of setup. The patient pressed ok, stop and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. According to the contact, they performed a reboot but the cycler screen remained blank. The fresenius technical support representative advised the patient that a new cycler would be sent to them. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on the cycler the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.